Event description:
It was reported that stent damage occurred. The 85% stenosed concentric, de novo, 14x2.75mm target lesion contained >45 and <90 degree bend and was located in a moderately tortuous and moderately calcified left circumflex (lcx) artery. Following predilation, a 2.75x16mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the target lesion. However, when the stent crossed the lesion the stent body was noted to have lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed concentric, de novo, 14x2.75mm target lesion contained >45 and <90 degree bend and was located in a moderately tortuous and moderately calcified left circumflex (lcx) artery. Following predilation, a 2.75x16mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the target lesion. However, when the stent crossed the lesion the stent body was noted to have lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).